Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. Review of the most recent repair record determined the cutter was damaged. The cutter was replaced and resolved the reported issue. Device is used for treatment. A definitive root cause cannot be determined. The event is confirmed.

Event description:
There is no additional information.

Manufacturer narrative:
The event has been recorded by zimmer biomet under (B)(4). Once the investigation is completed, a follow-up/final report will be submitted. Telephone number : (B)(6).

Event description:
It was reported that the product does not work correctly, the product cut the skin. The event occurred during surgery. No adverse events were reported as a result of this malfunction.